Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b4, b5, g3, g6, h2, h3, h6, h10 the event was confirmed with product and photographs received. Visual evaluation of the returned product/photographs provided found damage to sterile blister, sterile pouch, and corrugated carton with debris inside the sterile packaging which is consistent with the appearance of the porous coating. Sterility has been breached. Device history record was reviewed and no discrepancies relevant to the reported event were found. The condition of the device when it left zimmer biomet is conforming to specification. The root cause of the reported event can be attributed to transit damage and a packaging design issue. A corrective action has been opened to implement improved packaging changes. These packaging changes will reduce the number of transit related packaging damage events. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported upon opening the package, the taperloc stem had penetrated the hard plastic outer shell and was protruding out, rendering the implant unsterile resulting in a 3 minute delay. No adverse consequences were reported. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.